Manufacturer narrative:
Product analysis summary: kinks were visible on the hypotube. Tactile testing confirmed kinks. The balloon was deflated. Contrast was visible in the balloon. The balloon inflated and deflated with no issues noted. There was no deformation evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion exhibiting 90% stenosis located in the mid left anterior descending artery (lad). The device was inspected with no issues. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that removal difficulties were experienced following balloon inflation. A couple attempts were made to remove the stent balloon from the stent following stent deployment and eventually successfully succeeded in removing the balloon from the stent. The patient was reported to be alive with no injury.